Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that a progav shuntsystem(#fx439-t) showed flow problems and eventually blockage. The valves are still implanted, only the catheter was replaced in a surgery. No patient complications were reported as a result of the malfunction. No further information is available. The sample is still missing for examination and will be returend to manufacturer.

Manufacturer narrative:
Investigation: visual inspection: during the investigation, bloody residue tissues on the device were determined. A deformation of the outer housing of the progav could be determined. The measurement of the plane parallelism could confirm that with a value of -0,03 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that the progav, distal peritoneal catheter and the prechamber are occluded while the shuntassistant and the ventricular catheter are permeable. Computer controlled test: to investigate the claim of blockage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the shuntassistant does not operate within the accepted tolerance in the vertical position. An accelerated outflow of the shuntassistant could be determined. Due to the blockage of the progav, the computer control test is not applicable. Adjustment test: the progav was tested and is not adjustable. Braking force and brake function test: the brake functionality test has shown that the brake function operates as expected. However, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection : after dismantling of the valves, deposits were found in both valves. Results : we would like to point out again that the testing of dry products is of limited value. Dry residues of organic material can falsify the test results. Based on the investigation results, we can determine that the progav and the distal catheter are blocked. In addition, the progav was found to be non-adjustable. The shuntassistant showed an accelerated outflow and deposits inside. The visible deposits in the shunt system may have caused the functional impairment. Deposits caused by substances naturally present in the patient's body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic material can affect the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg.

Event description:
The sample was returned for examination to manufacturer. Additional information: age: 1 year, 6 months. Gender: female.